Event description:
The customer reported that the unit was creating a "fog like haze" in the room. The customer reported an employee who complained of "dry sinus and throat" as well as "consistent thirst since we received the unit". The employee did not see a doctor or require treatment. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
The fse found the unit producing a haze. He replaced the oil mist filter and the catalytic converter. He ran a test cycle and verified no haze coming from the unit.